Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having problems with increased spasticity and hypertonia. The pump and catheter were replaced. The patient outcome was no injury. The pump was used to deliver lioresal.